Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This article was authored by johannes c. Reichart, maximilian r. Volkmann, maximilian koppmair, lars rackwitz, martin ludemann, maximilian rudert, and ulrich noth. ¿comparitive retrospective study of the direct anterior and transgluteal approaches for primary total hip arthroplasty¿ international orthopaedics (sicot) (2015) 39:2309-2313. This report is number 4 of 4 mdrs filed for the same event (reference 0001822565-2017-00459, 0001822565-2017-00460, 0001822565-2017-00461).

Event description:
An unknown number of patients identified in a journal article reported pain post-implantation. There has been no further information provided and the patients' outcomes are unknown.